Event description:
It was reported that this right ventricular (rv) lead was revised due to dislodgment after implant procedure. The patient presented to the emergency room (ER) with presyncope symptoms and upon review, it was found that capture was intermittent. The lead was successfully repositioned with good measurements and remains in service. No additional adverse patient effects were reported.